Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusioin set fell off issue due to tape not sticking on (B)(6) 2026. No further information is available.